Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is not working at all. There is no reported patient involvement.

Event description:
The customer reported the device displayed a pads cable and pacing malfunction. There was no reported patient involvement.